Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, and was therefore unable to obtain scan readings. The customer became unstable and sweaty, and subsequently lost consciousness. However, customer reported being able to re-gain consciousness and self-treat with baqsimi (glucagon nasal spray). There was no report of death or permanent injury associated with this event.